Event description:
Information was received from a manufacturing representative regarding a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient suddenly felt a "flutter: where the implant was located on (B)(6) 2016. Later that day, it started "vibrating" to the point where it became "so painful" at the implant site and vaginal area. Symptoms were relieved by pressing on the implant itself. Neither lowering settings nor turning it off and on helped. The device was turned off completely for a while and turned it back on before going to sleep. Ultimately, the device was "going crazy again" but the patient "stuck with it" and eventually calmed down, went to sleep, and was fine. On (B)(6) 2016, the patient was feeling fine but the patient still felt a little bit of "fluttering" where the implant was "coming and going" on the day of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.